Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6)2008.

Event description:
It was reported that the atrial lead triggered a warning for low impedance. The low impedance caused a polarity switch to unipolar pacing. An insulation issue was suspected. Additionally, at a device check months later, the patient indicated that they felt a "shocking" in the area of the pacemaker. The atrial lead was left in unipolar due to low bipolar impedance levels and remains in use. No further patient complications have been reported as a result of this event.